Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: vyaire failure analysis was not able to confirmed the reported issue the visual inspection of the unit under test (uut) found no visible defects, damage or contamination. The uut (unit under test) was tested and found to operate to specifications. The event trace review found the cause of the complaint to be operator error. Please refer to (B)(4) for the other incident.

Event description:
It was reported to the vyaire medical that the ltv ventilator has low pressures and low peep (positive end-expiratory pressure) alarms . The customer reported that there is patient involved and ventilator was swapped out. Also no patient harm during this time of event.

Manufacturer narrative:
H3: 02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. The issue happened on 2 patients. Please refer to (B)(4) for the other incident.